Event description:
It was reported that the patient experienced diaphragmatic pacing, and the lead was reprogrammed. The patient is once more complaining of diaphragmatic pacing. Follow up was attempted in order to obtain more information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.